Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, experienced recurrence of same malfunction alarm after reset, and was provided replacement pump by technical support.